Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found three similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
After the location was determined, the component was being inserted into the insertion sheath, but there was resistance, so the component was withdrawn and successfully removed. The angio-seal device was replaced by another angio-seal device to achieve hemostasis successfully. The physician had completed the training process on the device prior to this case. There was no health damage to the patient, and blood loss was reported to be less than 250cc.